Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted in the process, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue arose again, which the customer acknowledged and understood.